Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-07816 addresses the rf3000 radiofrequency generator, while manufacturer report# 3005099803-2013-09491 addressed the leveen electrode. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen electrode were used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, they physician performed a treatment five times, with a cycle of 15 minutes; however, roll-off was never achieved. The physician decided to complete the procedure with this generator and leveen electrode, though roll-off was unable to be achieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination and the inspection for loose hardware found three button head hex screws missing, which secure the top cover of the device. A final test, rf delivery with test loads, and stress testing were performed, and the device was found within specifications. Roll on/off testing was performed while the device was environmentally stressed at low and high temperatures and low and high line voltages; no problems were found. The complaint was not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-07816 addresses the rf3000 radiofrequency generator, while manufacturer report# 3005099803-2013-09491 addressed the leveen electrode. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen electrode were used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, they physician performed a treatment five times, with a cycle of 15 minutes; however, roll-off was never achieved. The physician decided to complete the procedure with this generator and leveen electrode, though roll-off was unable to be achieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.